Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was not powering on. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was not powering on. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the corroded u30, u31, u33, u34 on logic board replaced logic board. Error code 100.5010 - reflashed polo. Unresponsive buttons on keypad replaced keypad. A review of the device history record for (B)(6) was performed, which showed the device had a manufacture date of 08sep2016 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was not powering on. No additional information was provided. There was no patient involvement.